Event description:
Biomet orthopedics received preliminary clinical date regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent a left total hip arthroplasty february 20, 2006. During post-operative monitoring and testing, a malpositioned acetabular cup was noted. Patient further reported pain, limping, bursitis,knee and ankle problems ipsilateral, and leg length discrepancy. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states,"undesirable shortening of limb." Number 14 states,"postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07213 & 07222).